Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the inflation and wire lumen. Microscopic examination of the balloon presented no irregularities in the balloon material. Microscopic examination presented no irregularities in the markerbands that could have contributed to the damage. No proximal weld damage was found. Functional testing was performed by attaching an inflation device filled with water to the device. As the device was pressurized, water leaked from a tear in the guidewire exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery with contralateral approach. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 6f 50cm non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 6 atmospheres, fluid blew off from around the exit port of the balloon shaft after a duration of 10 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.